Event description:
It was reported that stent damage post deployment occurred. The 85% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. Pre-dilation was performed with a 3.50 x 15 mm nc emerge balloon. When the 2.50 x 48mm synergy xd stent was advanced, resistance was encountered but the stent reached the lesion and was implanted. After post-dilation, it was noted that the stent was deformed. A 3.50 x 18mm synergy megatron stent was implanted over the deformed part of the stent to complete the procedure. There were no patient complications.